Manufacturer narrative:
Diasorin molecular received a complaint on the simplexa covid-19 direct assay mol4150 lot# 13999n for a suspected false negative on one (1) correlation study sample that was negative on one liaison mdx, but positive on another liaison mdx and on a competitor assay (cepheid). The competitor assay results were not provided for comparison. Run analysis of the simplexa results are as follows: (B)(6) 2023 @ 1049 on cycler 1d0448: sample ID (B)(6): not detected. (B)(6) 2023 @ 1100 on cycler 1d0591: sample ID (B)(6): orf1ab (35.3). (B)(6) 2023 @ 1416 on cycler 1d0448: sample ID (B)(6): not detected. On those same runs, 3 other samples resulted positive on both instruments (sample ids (B)(6)) and did not change interpretation. However, on cycler 1d0591, all of the detected results (including all of the internal control results) were a 2-3 cts earlier than 1d0448. It is known the cepheid genexpert has different targets (e, n2 genes) than the simplexa assay, utilizes extraction of the sample while the simplexa assay does not, and has a limit of detection (250 copies/ml) lower than the simplexa assay (500 copies/ml). It is likely this 1 sample was at the simplexa assay's limit of detection and the later cts of 1d0448 was not able to detect the suspected sample. It was determined that cycler 1d0448 would need service for CT matching. The assay reagent issue is unconfirmed as the sample was correctly called positive on cycler 1d0591 with the same assay reagents. Batch record review showed the critical component, reaction mix mol4151 lot# 13748n, met all qc release criteria prior to kit release. Mol4151 lot# 13748n was tested using positive controls and no-template controls (ntc). Positive controls were tested in quadruplicate and resulted in zero (0) occurrences of false negatives in any of the covid-19 targets. All positive controls were detected at an average CT = 27.9 (s gene), 27.2 (orf1ab), and the internal control avg CT = 31.4. No malfunctions occurred during qc release testing. Retains of the suspected device were previously tested on (B)(6) 2022 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both times the targets were detected on all replicates (s gene = 27.1, 27.5 / orf1ab = 27.1, 27.7) . No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. The customer's device and suspected false negative sample was not provided for investigaiton, but this is most likely an instrument issue only. As stated in the instructions for use, ifuk.en.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness." This is the 2nd complaint on mol4150 lot# 13999n for suspected false negatives.

Event description:
Diasorin molecular received a complaint on the simplexa covid-19 direct assay mol4150 lot# 13999n for a suspected false negative on one (1) correlation study sample that was negative on one liaison mdx, but positive on another liaison mdx and on a competitor assay (cepheid). The customer confirmed the suspected false negative results were not reported to a diagnosing physician or clinician. Correlation study only. No patient testing performed. No alleged harm occurred.